Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of patient on 07/06/2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Correction to remove code

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The data log was reviewed and no errors were observed. The receiver case was opened for further evaluation. An internal visual inspection was performed and the inspection passed. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.